Event description:
User experienced imprecision on the analyzer. The following discrepant results for t4 were provided. Initial result was 0.58, repeat results were 9.75 ana 10.4. No information was provided to determine if the discrepant results were reported or if the patient was adversely affected. If additional information is received, appropriate notification will be provided.